Event description:
Revision surgery - due to the stem becoming loose. The original surgeon had press fit the modular reverse shoulder prosthesis (rsp) and it had no fixation; causing it to spin in the canal.

Manufacturer narrative:
The reason for this revision surgery was to replace the patients loose stem after 7.1 years of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed (B)(4) non-conforming material report (ncmr) associated with this product. Ncmr (B)(4) showed (B)(4) (part number: 508-32-103) reworked due to a marking issue. A review of the product complaint report history showed this is the second complaint for a part from this lot. The root cause for the patients loose stem was reported as a lack of fixation. There are no indications of a product or process issue affecting implant safety or effectiveness.